Event description:
Medtronic received information via literature comparing clinical outcomes between surgical and transcatheter aortic valve replacement (savr vs tavr), most notably evidence of left ventricular mass regression (lvmr) by echocardiography, and its effect on post-implant survival. All data were collected from a single veterans affairs medical center between december 2011 and june 2019. The study population included 657 patients, divided between 463 savr and 194 tavr patients. Multiple manufacturer¿s devices were implanted in the study population. No savr patients received a medtronic surgical/mechanical valve. The tavr patient cohort was predominantly male with a mean age of 77 years. Among all tavr patients, three were implanted with a medtronic corevalve and 25 with a medtronic evolut r bioprosthetic valve (unique device identifier numbers not provided). Among all tavr patients, 113 total deaths occurred, from within 30 days out to eight years post-procedure. No further information was provided as to the cause/manner of the deaths. Based on the available information medtronic product was not directly associated with the deaths. Among all tavr patients, adverse events included: post-operative strokes/transientischemic attacks (tia), need for pacemaker implantation, myocardial infarctions (mi), new-onset atrial fibrillation, re-operations for bleeding and hospitalization with need for re-do aortic valve replacements, due to structural valve deterioration. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: patel v.; et al. Left ventricle mass regression after surgical or transcatheter aortic valve replacement in veterans. Ann thorac surg. 2022 jul;114(1):77-83. Doi: 10.1016/j.athoracsur.2021.07.039. Pmid: 34416227. Epub 2021 aug 18. Earliest date of publication used for date of event. Medtronic products referenced: corevalve, evolut r (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.